Manufacturer narrative:
A causal relation between the events and the treatment cannot be excluded. The injection technique or the injection procedure per se may also have contributed to the event. A trend analysis shows that there are no increased trends of medical complaint for the reported lot number a4084. No quality issues have been identified in the overall manufacturing process of sculptra lot a4084 which resulted to be conform to the cgmp and to the specifications requirements. The event pain are already addressed in the labeling. Further the labeling states that "caution must be taken to avoid injection into the blood vessels. An introduction into the vasculature may occlude the vessels and could cause skin infarction or embolism." No corrective action will be initiated.

Event description:
(B)(4) is a spontaneous report sent on (B)(6) 2015 by a physician which refers to a male aged (B)(6). The patient's medical history was not included. On an unknown date, the patient received treatment his fifth injection with new-fill (sculptra aesthetic) (lot a4084) to an unknown area of the face. On an unknown date, the patient experienced bleaching (implant site ischemia) and pains(implant site pain). The reporting physician suspected necrosis(implant site necrosis). Additional information has been requested, but not received at the time of this report. At the time of the report the outcome for the events were unknown. The reporter has assessed the suspected necrosis, bleaching and pains as conditional / unclassified related to treatment with new-fill (sculptra aesthetic). The company has assessed the suspected necrosis, bleaching and pains as possible related to treatment with new-fill (sculptra aesthetic).